Event description:
A malfunction occurred on the beckman coulter dxc 600 system the customer reported a hissing noise from the hydro area of the instrument and inspected the instrument. Fluid was found in the hydro try and on the floor. The customer cleaned up the leak and found the source of the leak was from the bottom of the balve and tubing quick connect which is under the waste cannister. The tubing was reconnected and the issue was resolved. No wrong answers were reported out of the lab.

Manufacturer narrative:
Beckman coulter unique identifier is (B)(4).